Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Additionally, an occlusion alarm occurred. Customer's blood glucose was 215 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy until the customer obtained new supplies. Multiple attempts were made by tandem technical support to ensure insulin therapy had resumed, however, all were unsuccessful.